Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). If was reported, that the patient presented in clinical follow-up. The patient previously had an abbott implantable cardioverter defibrillator and right ventricular lead extracted, due to infection. A leadless pacemaker was implanted for the patient on (B)(6) 2023. It was also reported, that the patient had right ventricular heart failure that exacerbated, after the explanted procedure of the implantable cardioverter defibrillator. And persisted after the implant procedure of the leadless pacemaker. The patient received a left ventricular assist device (lvad) implant. The patient required inotrope and pressor support post-operation.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.